Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm, a grinding sound during rewind process. The customer also reported out-of-box damage, a scratch on the insulin pump's screen at screen and display window cover. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-431ag. Troubleshooting was partially performed for the cosmetic damage as the customer declined further troubleshooting. Troubleshooting was not performed for insulin flow blocked alarm and rewind anomaly. No harm requiring medical intervention was reported. No product return is required for mmt-1884. Mmt-332a was requested and customer response was the device will be returned. Mmt-431ag was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thump. Confirmed several pump alarm insulin flow blocked alarm on apr 11, 2025 at 18:32 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked case (battery tube). Unexpected insulin flow blocked alarm and drive motor anomaly was not confirmed. Cosmetic damage was confirmed at various locations. Unable to confirm out of box damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.